Event description:
The hcp reported the pump had been explanted and "sent to pathology/cultured." The catheter was removed also. A follow up report will be sent when additional information is received.